Manufacturer narrative:
The service center received the unit on (B)(6) 2016, for bench repair. The repair technician evaluated the unit and confirmed power on/off issue with error code message of data acquisition (da) pcba adc failed. The repair technician replaced the power management board, da board, da pcb to mc pcb cable and installed the mc pcba retention bracket to address the reported problem. The unit was fully serviced and passed the performance verification and electrical safety test.

Manufacturer narrative:
Failure investigation (fi) lab received the data acquisition (da) pcba for evaluation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. Fi technician tested the data acquisition (da) pcba and no failures were identified. Root cause for the reported issue could not be determined due to no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that initially the unit would not turn off. Then half way through a demonstration, it stopped working, showing "vent inop with error code message of data acquisition pcma adc failed". Customer could only turn off by removing the battery. Customer reported that there was no patient involvement.